Manufacturer narrative:
A letter was sent to the user facility requesting additional info concerning the incident and the results of any third party investigation/evaluation. As of yet there has been no response. Additionally, a request was made to the viasys technical support specialist that he contact the user facility and attempt to obtain a copy of the investigation/evaluation report from the third party and to make a second request for the return of the unit for eval.

Event description:
Pt unresponsive, pulse ox alarming, ventilator not alarming. A viasys technical support specialist called and spoke to dir of nursing on 1/26/06 and was given the following info. Documented vent settings: mode = imv, vt = 440 ml, rate = 8 bpm, peep = 5 cmh2o, pressure support = 10 cmh2o. Dir of nursing said that the rt notes indicate that the vent was partially disconnected from the pt, though still generating pip & delivering breaths... When the rt completely disconnected the circuit from the pt, the unit alarmed properly (i.e., no ventilator malfunction was noted). The unit is currently secured pending inspection by an independent 3rd party. The viasys technical support specialist requested of dir of nursing that we be provided with the results of this inspection, and also that the t-bird be made available to viasys for eval. She indicated that this would be o.k.